Event description:
There was a report of a cartridge change error with the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean parts of the pump, but they were unable to successfully load the cartridge. The issue was escalated, and it was confirmed the customer was not reusing supplies and was educated on proper cartridge use. Despite attempts to load new cartridges, the issue persisted, leading to the decision to replace the pump as the customer was out of warranty. Cartridge replacements were also sent for those used during troubleshooting.